Event description:
The pt was implanted with a smooth saline mammary prosthesis in 1990. Subsequently, the pt experienced an autoinflation of the device and an infection. The device was removed in 1998.